Event description:
Cause of death was reported as due to a lower respiratory infection. Investigator assessed that there was no relationship between the event and the study device.

Event description:
The clinical events committee adjudicated that approximately 37 months post index procedure, the patient suffered a definite stent thrombosis. It was not adjudicated if the stent thrombosis occurred in index stent or not. It was not assessed if the event was related to the study device.

Event description:
Two resolute integrity drug eluting stents were implanted in the rca. It is reported that the patient suffered an mi approximately 6 months post implant. Investigator has indicated that the event was not related to the device. It is reported that the patient recovered. It is reported that the patient expired approx. 11 months post implant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Results: inherent risk of procedure (mi, death).

Manufacturer narrative:
(B)(4).